Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedance measurements measuring, greater than 200 ohms. An x-ray was performed, and it was suspected there was a proximal coil fracture however, it was confirmed there was no fracture. Technical services suspects there is calcification. The device was reprogrammed to distal coil to can and the proximal coil was programmed off. Impedances were tested and were within normal range. At this time, the lead remains in service. No adverse patient effects were reported.